Event description:
The customer reported that the system would not capture fluoroscopic x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system's interface printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.